Event description:
It was reported by the customer that the sheath leaked propofol around the swan ganz catheter. There were no reported patient complications. Further information has been requested.

Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.